Manufacturer narrative:
The product was returned. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported, that the patient presented skin erosion at device pocket site, during follow-up in clinic. The gallant, right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition.